Manufacturer narrative:
Approximate age of device ¿ 5 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase (ldh) level increased to 750 u/l. The patient was given bivalirudin and the ldh level decreased to 423 u/l, but increased again to 559 u/l. The echocardiogram revealed mild aortic insufficiency. The patient was given fluid and the patient's weight was slightly elevated. The patient was on low oxygen requirements. The patient underwent a pump exchange on (B)(6) 2018 due to suspected pump thrombosis. No further information was provided.

Manufacturer narrative:
The report of thrombus was confirmed through the evaluation of heartmate ii lvas. Examination of the proximal side of the inflow conduit flex section and inlet elbow revealed loosely coagulated blood. These depositions were not developed or adhered to the blood-contacting surfaces. Examination of the rotor revealed a laminated ring-like thrombus formation surrounding the rotor¿s bearing ball with coagulated blood attached to it. The laminated structure of this formation indicates that it developed over an undetermined period of time while the pump was supporting the patient. Examination of the proximal side of the outlet stator revealed a dark red tissue-like clotted blood occluding the outlet stator. The deposition appears to have areas of denaturation, which suggest that it was present for an undetermined period of time while pump was supporting the patient. Although a root cause for the development of the depositions could not conclusively be determined through this evaluation, they could have contributed to the patient's elevated lactic acid dehydrogenase (ldh). In addition, the reported power elevation and low flow hazard alarms were confirmed through the evaluation of the submitted log files. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombosis is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.